Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused chronic heart failure, edema, sore throat, headaches, diabetes, sinus problems and eye drainage. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a bipap device's sound abatement foam became degraded and caused chronic heart failure, edema, sore throat, headaches, diabetes, sinus problems and eye drainage. The patient did not report receiving any medical intervention. In the initial report section b5 was not updated, the correct b5 should be - the patient has alleged sore throat, headaches, nasal/throat irritation or soreness, eye drainage, sleep dysfunction, thinking problem, went in coma state. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found evidence of unknown white contaminant inside the filter area of the blower box, an unknown contaminant inside the iso port, on the front panel, and on the ui knob, unknown contaminant on flip doors. An internal visual inspection was completed by the manufacturer and found evidence of two insects on the top enclosure, liquid ingress to the blower and blower box, mineral deposits on the blower, blower seal, blower box, and inside the blower, keratin-like substance on the blower box, unknown contaminant on the front panel, bottom enclosure, and rear panel, unknown dust contaminant on the blower and blower seal. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 instance of e-7 and 1 instance of e- 83 on the error logged. The manufacturer concludes the contaminates found were consistent with two insects on the top enclosure, liquid ingress to the blower and blower box, mineral deposits on the blower, blower seal, blower box, and inside the blower, keratin-like substance on the blower box and unknown white contaminant inside the filter area of the blower box, an unknown contaminant inside the iso port, on the front panel, and on the ui knob, unknown contaminant on flip doors, unknown contaminant on the front panel, bottom enclosure, and rear panel, unknown dust contaminant on the blower and blower seal were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section b1,b2,b7,d9,g3,h1,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged to experience a chronic heart failure, edema, is diabetic, goes into coma state. There was no medical intervention required by the patient. The reported event of chronic heart failure, edema, is diabetic, goes into coma state and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem.